Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 50 mg/dl. Customer stated that had no delivery alarm. Customer stated that was unable to get past the time and date setup screen after the insulin pump restarted a battery change. Customer stated that has treated with food. Customer has been experiencing low blood glucose for about 3 weeks. Customer declined to troubleshoot insulin pump for low blood glucose because he attributes it to the settings. The insulin pump will be returned for analysis.